Event description:
Customer called to report that blood had bubbled up and out of the rinse block of the coulter lh750 hematology analyzer slidemaker. Customer suspected that the rinse block was not draining properly. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. After inspecting the instrument, the field service engineer (fse) stated that the issue appeared to be intermittent. The fse did not observe an active leak, but did find dried blood below the rinse block. The fse re-tubed the pinch valves associated with draining the rinse block, removed and cleaned the rinse block and the rinse block retainer, cleaned underneath the rinse block area, and cycled multiple samples without finding any further issues. The fse indicated that the retainer may not have been seated correctly. The fse then verified the repairs per established procedures, and the results met published performance specifications.

Manufacturer narrative:
The root cause of the leak is unknown; however, it is possibly due to the retainer, which may not have been seated correctly. The fse resolved the leak issue with the services. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)